Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: an opening is observed in the radius of the device. Device patch with lot number 2868740. White particle material on the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side deflation of a gel device. Received MRI noted "small scattered cysts." Device has been explanted.